Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved were not provided to cook for evaluation. The lot number was not provided. The picture provided shows one of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory eight wire basket. It was reported that during the stone removal during the ercp procedure that one of the wires from basket was broken as seen on x-ray image. This was the initial use of basket for this procedure. The procedure was completed without incident using another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The picture provided shows one of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully extended out of the catheter lumen. One of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted freely with no sign of resistance, though the wire that detached remained outside of the catheter lumen. There was no evidence of the wire being damaged by the buff process. The basket was intact and no part of the device was missing. Part of the basket has an unknown yellow substance on it. No other anomalies were detected. A meeting with production management and supervision was held on (B)(6) 2022 and the proximal tip of the broken wire was examined. It was confirmed that the wire had not been damaged by the buff process, and no part of the device was missing. It is unknown how the wire broke. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The basket wire broke near the soldered joint. If excessive force is applied, basket breakage can occur near the soldered joint. There is no evidence of a manufacturing anomaly. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.